Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on or about (B)(6) 2007 and subsequently expired on (B)(6) 2007, after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-02980, 1225714-2014-02981, 1225714-2014-02982, and 1225714-2014-02983.